Event description:
The patient¿s implantable neurostimulator (ins) was returned for disposal only. Analysis performed on the returned products revealed an issue with one of the lead components. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3487a-45, lot# v010365, implanted: (B)(6) 2006, product type lead; product ID 3487a-45, lot# v010365, implanted: (B)(6) 2006, product type lead; product ID 748910, serial# (B)(4) implanted: (B)(6) 2006, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a, lot# v010606, implanted: (B)(6) 2006, product type lead; product ID 3550-39, lot# unknown, product type accessory; product ID 3550-39, lot# unknown, product type accessory; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).